Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a reservoir leak. The customer reported the issue occurred when removing the reservoir from the insulin pump. Customer's blood glucose was 278 mg/dl at the time of incident. The customer stated the leak was past the second o-ring. It was also found the insulin pump was exposed to moisture as a result of the leak. The insulin pump passed a self-test during troubleshooting. The customer agreed to return the reservoir for analysis.